Event description:
The customer reported that erroneous low iron (fe) results were generated on the olympus au600 clinical chemistry analyzer for eight patients over five days. This report represents the erroneous fe results generated on (B)(6) 2012 for two patients. Beckman coulter inc. Assessment of customer supplied data indicated that both patients possessed low initial fe results, which upon repeat on the same instrument, generated results that were higher and regarded as valid. The initial fe results were reported outside of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. The samples were heparinized samples, and repeat tests were performed from the original collection tubes. Beckman coulter inc. Assessment of customer supplied instrument/analyte performance data indicated that the fe calibration history was stable during the timeframe of this event. Some of the quality control (qc) results performed during this timeframe recovered results of < 10 ug/dl when targets were higher. The customer indicated that instrument maintenance was up to date. No specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012. The field service engineer (fse) evaluated the instrument. Continuous issues with loose reagent compartment clips and/or old style clips being used with the instrument were noted. The fse monitored instrument performance on numerous occasions without any issues being detected. Subsequently, iron quality control failures were reported. The recalibration of the instrument/analyte, using a new reagent, generated passing results. The fse verified alignments for all probes and found the r2 alignments from the probe to bottles to be questionable, so appropriate adjustments were made and verified. The fse verified the mixer and probe height adjustments and found them to be acceptable. Subsequently, the customer reported issues involving persistent r2 reagent probe errors (rotation). This issue is currently under investigation. Associated mdrs: 2050012-2012-00295, 2050012-2012-00296, 2050012-2012-00297, 2050012-2012-00298, 2050012-2012-00299.